Manufacturer narrative:
Three photos were received and evaluated. Two pictures show different sides of a vial in a box, while the third photo partially shows one of the sides of the box with the gtin, sn, lot, and expiration date. No broken plunger rod or syringe were observed. Since no samples or photos displaying the reported condition were received, a potential root cause could not be defined, and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided lot number 3027085 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309628, batch#: 3027085. It was reported that the bd luer-lok plunger rod was broken/damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached plunger pulled out of syringe. Product number - 309628. Lot/serial number - (B)(6)